Manufacturer narrative:
The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient reported the following discrepancy: cgm was reading 64 mg/dl and blood glucose meter was reading 115 mg/dl. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.